Manufacturer narrative:
The event could not be duplicated. The customer support engineer tested the device and it passed extended self testing (est) and short self testing (sst). The service history record for this device was reviewed for similar complaint modes. No relevant complaint modes were found in the device service history record. Complaint trends will continue to be monitored. (B)(4).

Event description:
A report was received from the USA stating the device had an alert. There was no patient involvement reported. Though requested, additional information has not been received.